Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, after deploying the needle plunger and removing it, there was no suture present coming out of the device. The footplate was retracted/parked and the device was removed. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.